Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reported at 401 mg/dl after a delay in changing supplies, and the agent assisted with the supply change and advised waiting for glucose to trend down; no device component was implicated and the situation reflected an improper or incorrect procedure or method rather than a device malfunction. Symptoms included polydipsia consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.